Manufacturer narrative:
Evaluation of the returned device involved in this report indicated that the device had a connection issue between the pressure sensor connector and the pressure sensor board. The pressure sensor cable was also not well crimped. This condition resulted in the occlusion sensor failure. The pressure sensor cable replaced, and then re-seated to the pressure sensor board and retested with the occlusion alarm registering all occlusion failures. The pump's on/off button was tested during evaluation to determine why the pump would not power-off. However, in each instance the pump was able to power on and off without a problem. The pump's run/stop button was tested during evaluation to determine why the pump would not pause. However, in each instance the pump was able to pause and start infusion without a problem. Corrective action measures will be implemented to the address the occlusion sensor malfunction.

Event description:
It was reported that the pump was running with no fluid in the line. The user attempted to power off the pump but was unable to due to an unresponsive keypad. The following details were reported to zyno: the pt had felt ill the previous week after receiving 500 ns transfusion treatment. The pt reported no health problems prior to infusion. During infusion the pt began coughing and was flush faced and complained of a funny feeling in their throat. Assisting the pt the nurse noticed that the pump was operating, but there was no fluid in the IV line. The nurse indicated that the pump would not turn off. The pt was evaluated on site and later transported via ambulance to an area emergency room for further evaluations. It has been conveyed to zyno that the pt had no additional complications and was released.